Event description:
An undocumented number of incidences of fluid backflow from the secondary line into the primary line. No specific clinical info was provided. It was reported that this is a general complaint occurring on both pre-op and post-op adults. Pts have primary lines of d5lr infusing. Secondary medications such as anti-emetics or antibiotics are piggybacked into the primary line at the proximal clave port. It has been noticed, despite the backcheck valve, that the fluid from the secondary bag is backing up into the primary line as evidenced by the drip chamber of the primary line filling up once the medication is connected. When this occurs, a new tubing set-up is obtained and therapy resumes with no further problems. There have been no reported adverse pt effects or delays in critical therapy. Additional info was requested, but no further info was provided.